Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced tape was not sticking, bent sensor, difference in sensor glucose vs. Blood glucose. The customer reported bleeding. Sensor glucose value was 78 mg/dl. Blood glucose value was 125 mg/dl. The event involved product(s) mmt-7040ma. Troubleshooting was performed for tape not sticking. Troubleshooting was performed for bent sensor. Troubleshooting was performed for site issues. Troubleshooting was performed for sensor glucose and blood glucose. Customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. Product return requested for mmt-7040ma. Customer declined to return or is unable to return.